Manufacturer narrative:
This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 553 mg/dl. Customer treated the elevated blood glucose level with a manual injection of insulin. Customer reported removing their infusion set and finding that the infusion set cannula was bent. Customer was able to troubleshoot the bent infusion set cannula during the call. The infusion set is not expected to be returned.